Event description:
See initial report.

Manufacturer narrative:
Legal lawsuit has been issued and no other information has been made available other than that reported in the complaint file. A DHR review could not be performed since possible serial numbers involved were not provided. Source of patient contamination remains unknown and the livanova device involvement as well. Anyway, livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated capas and a field action has been issued in (B)(6) 2019. Involved device serial number remained unknown but was not equipped with vacuum and sealing kit since upgrade activity started in 2017. Livanova became aware of these cases through legal actions. According to the livanova legal counsel, these are the only available details at the moment, and we do not expect to receive additional information in the near future. Therefore, the company will proceed with closing the case. However, if new information becomes available through the discovery process, the complaint will be reopened and updated accordingly. Livanova has a periodic process for updating legal cases in collaboration with its legal counsel, ensuring that any new information will be collected and managed even after the case is closed.

Manufacturer narrative:
A.1-a.5. Patient information was not provided d.4. The catalogue and serial number are unknown. Therefore, UDI is unknown. Information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t DHR review could not be performed since possible serial numbers involved could not be provided. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, patient had a quadruple coronary artery bypass graft procedure on (B)(6) 2013. Patient¿s sputum sample tested positive for m. Chimaera on (B)(6) 2018, and bronchial lavage was positive for chlamydia pneumonia. No confirmation that any hcu or a 3t was used. Patient medical history is complex with other surgical interventions. Alleged infection; deceased on (B)(6) 2019.